Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead septum was part of a system revision due to infection. Additional information indicated that the system was removed due to blood found positive for staphylococcus aureus infection after testing. There were no additional adverse patient effects reported. This rv lead was explanted.